Event description:
It was reported that a study participant experienced multiple intermittent occlusions. There was no adverse impact to the customer's blood glucose level. The clinical team attempted different infusion set options to resolve the issue, but the problems persisted. Further details regarding the outcome were not available.